Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) with a monitoring voltage of 2.51 volts and charge time measurements of 16.1 seconds.

Manufacturer narrative:
Our records indicate this device remains implanted at this time. If additional information is received, this report will be updated.